Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set tubing kinked event on (B)(6) 2024. The set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.